Event description:
Pt was on ventilator having increased respirations. Was sedated with demerol for increase respirations, and nurse was suctioning via in-line catheter. Catheter stuck and the nurse and respiratory therapist were unable to remove. Oxygen sats began dropping, ventilator fio2 to 100% and bagging at 100%. V-tach developed, pt coded. The trach and catheter were removed and a new trach immediately inserted. The code was not successful and the pt expired.